Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the "catheter blocked and was unable to pass through the wire guide" is confirmed. The returned intra-aortic balloon catheter (iabc) central lumen was found kinked near the iabc bifurcate, and resistance was noted upon passing the guidewire through the iabc central lumen. The root cause of the kinked central lumen is undetermined. A potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that when the balloon was inserted, the staff found the catheter blocked and was unable to pass through the wire guide. As a result, a new catheter was used and inserted at the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that when the balloon was inserted, the staff found the catheter blocked and was unable to pass through the wire guide. As a result, a new catheter was used and inserted at the same insertion site. There was no report of patient complications, serious injury or death.